Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did wipe the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of angulation malfunction was confirmed. The following additional findings were also noted: assorted wrinkles, dents, scratches, cracks, chips, and blemishes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Therefore, a definitive root cause could not be confirmed. This issue is addressed in the instructions for use (IFU) in chapter 3 "preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
A distributor reported on behalf of the customer that the customer¿s evis lucera elite gastrointestinal videoscope had insufficient angulation. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.